Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during a endoscopic retrograde cholangiopancreatography procedure within the common bile duct on (B)(6), 2010. According to the complainant,during the procedure, the account inserted a sphincterotome into the olympus duodenal scope. However, the sphincterotome was the incorrect size for the patient's anatomy and the device was removed from the patient. A second sphincterotome of a different size was inserted into the scope. However, the nurse reported difficulty advancing the second sphincterotome through the working channel of the scope. The sphincterotome was extracted from the scope. The nurse inserted biopsy forceps into the scope and felt an obstruction. The nurse extracted the object and discovered it was the foam sponge from the microvasive rx locking device & biopsy cap system used in the procedure. The procedure was completed using the rx locking device & biopsy cap without the foam sponge and the same sphincterotome and duodenal scope. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).